Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in a mildly calcified vessel. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter initially worked but then completely stopped. It was found that the tip had fractured. The physician removed it in one piece. The procedure was completed using another catheter of the same type. No patient complications were reported.